Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 366 mg/dl, resulting in emergency room treatment. The user was treated in the emergency room and released on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring emergency medical treatment while on ilet therapy. Severe hyperglycemia requiring emergency room evaluation is consistent with acute metabolic decompensation requiring medical assessment and treatment. Review of available information identified that the user had paused insulin delivery for an extended period prior to the event. The user reported elevated glucose values, vomiting, dehydration, shaking, and episodes of blackout prior to seeking treatment. The user was unable to recall whether ketones were present and could not recall the specific treatments administered in the emergency room. Review of available reports indicated prolonged insulin delivery interruption associated with pause events preceding the reported hyperglycemia. Based on available information, the event is attributed to interruption of insulin therapy associated with prolonged user-initiated pause events. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.